Event description:
Physician reports rupture and swelling in the breast. The device has been explanted. This record relates to the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d2, d4, g1, h4, h6.

Manufacturer narrative:
Continued from initial reporter: (B)(6). (B)(4).further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and swelling.

Event description:
Physician reports rupture and swelling in the breast. The device has been explanted. This record relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data.

Event description:
Physician reports rupture and swelling in the breast. The device has been explanted. This record relates to the right side.